Event description:
It was reported that the foot pedal doesn't plug in and the port is damaged. This was noted during a procedure. No patient harm was reported. It is unknown at this moment if the procedure was cancelled. A back up was not available. No additional information is known at this time.

Manufacturer narrative:
The device was returned for evaluation. Complaint of damaged footswitch receptacle could not be reproduced. Product passed functional testing. Footswitch receptacle performed as expected and no damage was found. Control unit ran mdus with and without footswitch. No faults or system errors occurred during functional testing. All functions perform as expected. No problem found. No containment or corrective actions are recommended at this time.